Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the aspiration failed occurred the ultrasound and irrigation/aspiration phase of the procedure. The procedure was completed after replacing the pack with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
This is the fourth complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).